Event description:
During aaa repair in 2009, the top cap was unable to be removed. Device deployed to this point according to instructions for use (IFU). All techniques deployed to assist top cap removal failed. Pt taken to theatre and the device was explanted. At completion of procedure, pts condition was stable.

Manufacturer narrative:
Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity that could occur. The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. At this time, there is no evidence to suggest the device was not mfg to specifications. We will continue to monitor for similar events. The returned product was inspected, no remarkable observations were found regarding the returned product. Additional components of the delivery system as well as documentation and images were requested to further investigation but not received. At this time, a definitive root cause cannot be reported. Based on product history with this failure mode, the returned pieces of the delivery system could be contributing factors to this incident. Other components of interest, at a minimum, would be the top cap, and the proximal trigger wire. The return of the other pieces of the delivery system was requested. Additionally, no images of the pt's anatomy had not been returned to assist in this investigation. The anatomy can also be a contributing factor to this failure mode. Pre-operative sizing chart, pre-operative images, and operative images were all requested. The sizing chart and/or images were not received. If additional info or evidence is received in the future that alters the scope or outcome of this investigation, this report shall be amended at the appropriate time. Corrective action was issued on 24feb2009.